Event description:
It was reported that pump experienced malfunction alarm malf 12, during which customer¿s blood glucose reading showed as ¿high¿ with specific value unknown. There was no additional information received regarding any adverse impact to the customer¿s blood glucose level beyond the reported high reading. Customer initially took no action while waiting for pump reset, then performed pump reset with technical support guidance, but malfunction recurred, so customer was instructed to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump, confirmed warranty and shipping details, advised customer to place malfunctioning pump in storage mode and return it within specified time frame, and informed customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.